Event description:
Narrative translated description: allegedly the wheels started to drive and the wheelchair drove against a wall. Patient suffered a wound on a leg which has been treated at the general practitioner.

Manufacturer narrative:
This event occured in (B)(6). Alber (B)(4) is filing this report because the device is marketed and sold in the u.s. Alber (B)(4) will start the physical evaluation of the device once it arrives at our premises.